Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer received pump error 37 (drive count/time values or changes incorrect for moving or coasting, too slow or too fast). The customer received pump error 38 (no motor movement or negligible movement. Retries to free a stuck motor failed). The customer is having issues with the priming process. The customer reported no adverse event. The event involved product(s) mmt-1884. Troubleshooting was performed for the pump error, and the customer was not able to clear the alarm. Troubleshooting was performed for the priming process, and the customer reported being unable to exit the load reservoir process. The customer attempted to complete it again, but the pump could not complete the load reservoir process. No harm requiring medical intervention was reported. The customer was instructed to discontinue device use and revert to the backup plan per the health care professional's instructions. Product return requested for the mmt-1884. The customer agreed to return the device.

Manufacturer narrative:
Unit received pump error 38 alarm during rewind due to corroded motor home switch. Unable to perform the displacement, rewind, prime/seating, basic occlusion, force sensor, occlusion tests, and self tests or verify error 37 alarm, prime/fill anomaly due to the pump error 38. Thus software was utilized and downloaded trace/history files properly. In further full review in the pump history found multiple 38 alarm on 04/03/2025 01:51:46.000, 04/03/2025 01:52:47.000, 04/03/2025 10:57:01.000, 04/03/2025 10:58:26.000 and pump error 37 alarm on 04/03/2025 10:52:00.000, 04/03/2025 10:53:10.000. Pump was cut open to perform visual inspection and found no moisture damage on the electronic assembly during visual inspection. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: scratched case, cracked keypad overlay, stained keypad overlay. In conclusion, pump error 38 during rewind and pump error 38, 37 alarms in the pump history confirmed due to corroded motor home switch. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.